Event description:
The manufacturer received info alleging a ventilator's digital display was not working. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's ribbon cable was observed to be disconnected. The device appears to have been tampered with prior to the MFR eval, several components need to be replaced due to cosmetic issues. Conclusion - device has been evaluated but not repaired, pending customer approval of the estimate.